Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the devices under the microscope displayed nicks on the knife blade. Further inspection of the anvils noted that cross cutting staple line marks and imbedded staples in the mylar cutting ring. Additionally, the plungers of both anvils were missing, one was returned separate. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken plunger may occur due to forcing the closure of the instrument after firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported condition. Replication of the blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tissue donut inspection on a laparoscopic gastric bypass, the device was properly loaded and anvil could be tilted after firing but small metal piece seemed to dislodge while untilting anvil. The case was completed successfully.